Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation found that the instrument pitch cable was broken at the proximal clevis hub. Broken strands stuck out at the wrist. Cable crimp was missing. No other damage or wear marks were observed on the clevis. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the broken pitch cable found during failure analysis investigation.

Event description:
It was reported that during a da vinci hysterectomy procedure, a wire stuck out at the joint on the tenaculum forceps instrument and the instrument would not articulate. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient.